Manufacturer narrative:
Punch was returned with its lower jaw broken off. The movable jaw remains attached to the actuator and shaft. The shaft of the fe shows no damage. All dimensions that could be verified meet print specification. Material verified to be 17-4ph ss and rockwell hardness was found to be within specification 44 rc. (B)(4).

Event description:
At the beginning of the meniscal repair surgery, at the first use of the device, the distal cutting edge broke and fell into the joint. Despite all the efforts of the surgeon it has been impossible to remove the metal broken part.